Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/29/2014 with the following findings:there were no cracks found on the display lens or screen: the reported issue was not duplicated. Unrelated to the reported issue, the display lens was observed to be scratched.